Manufacturer narrative:
The complaint sample has not been returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2018 by a health professional that a patient developed a corneal ulcer after trying out the contact lens on the right eye (od). Medical records were received on 09jul2017 which stated that the patient was examined on (B)(6) 2018 and was diagnosed with central corneal ulcer od. It was noted that her od was very red, sensitive to light and a little blurry with eyeglasses on. It was mentioned that she used a lubricating eye drop every morning and had stopped wearing contact lenses. She added that she did get a bug spray in her face but does not remember if it got in her eye. Slit-lamp examination revealed opacities were present in the corneal stroma with the size of one to two millimeters (mm) or less, which was located in the central cornea. A corneal ulcer was noted. She was prescribed with an unspecified antibiotic eye drops for her od and contact lens wear was discontinued. The patient was examined again on (B)(6) 2018 and it was noted that her right eye od was not getting better. Her vision was still cloudy, there was a spot in the middle and that she felt something rubbing on the back of her eyelid. Slit-lamp examination revealed a mild scar from the central corneal ulcer and the epithelium was healed. She was prescribed with prednisolone acetate four times a week for one week. New information was obtained on 13jul2018 via phone follow-up which stated that the patient was doing fine and had not returned with any other issues. The patient discontinued contact lens wear.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2018-52035.